Event description:
It was reported that during a repair of a meniscal tear the knot locked in place and would not slide; cinch could not be completed. Sutures were cut and removed. The case needed two ar-4500; the first one failed, the second one was completed, the third one failed, the fourth one was completed. The implants for the first and third cinch were not retrieved; these remain in the capsule. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause(s) of this type of event is premature tensioning of the external suture. Also,entangling the suture which can create another knot while deploying the insertion spears, inadvertent fraying or nicking the suture and/or an improperly tied knot. On the package, there is a label instructing the user as follows: if resistance is felt during implant insertion, advance trocar to depth stop and rotate trocars back and forth with controlled pressure. This will avoid damaging the implants. To avoid premature tension to construct do not pull external suture before releasing trocar #2. Do not trap external suture against handle. After implanting #1, do not move device before releasing #2. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. The part remained in the patient.